Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Pre-operative device size selection had been performed using a non-contrasted CT prior to the implant procedure due to the patient's contrast allergy. During the implant procedure, an intraoperative angiogram was performed to confirm the location of the renal arteries for graft placement; however, the aortic body was inadvertently positioned at the level of accessory renal arteries, approximately 2 cm distal to the intended landing zone. This positioning placed the aortic body sealing rings within the aneurysm sac and resulted in a type ia endoleak. A re-intervention was performed on (B)(6) 2015 to place an aortic cuff successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.